Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 470-high mg/dl. Bg level was corrected with a bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and the tandem-provided wall power adapter. A new charging cable and wall adapter was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.